Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the device was found to deliver within specification . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.